Event description:
The following has been reported: biomed reported: keeps showing error message and to remove from service" and "the pump was tested w/ 75ml at 75 ml/hr. A preliminary review of the logs identified the following issue: screen no input unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve).

Manufacturer narrative:
Updated b5. Data entry error from the complaint.

Event description:
No device was returned for evaluation. The device was requested three times for investigation with no response from the customer. Due diligence has been completed. The reported issue, mechanical hardware failure (av sticky valve), could not be confirmed or refuted. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No further actions required.